Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 317mg/dl. The customer experienced vomiting, abdominal pain, and ketones in urine. The caller stated that the infusion set has air bubbles. No further information was provided.